Event description:
It was reported that the system would not load the software and complete boot up. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge representative performed an onsite investigation and the system booted and displayed a file system repair in progress message. The system completes boot up and operates as intended.